Event description:
The patient reported that the device only lasted around three years and need to be replaced so soon. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4): 5076 implantable pacing lead 2009-(B)(6); 7120 competitor implantable tachy lead 2009-(B)(6). (B)(4)